Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displays an error 1 message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests approximately eight times a day and manages his diabetes with an insulin pump (a basal of 1.8 units of novolog every hour and bolus between 8-15 units based on his food intake and blood glucose reading). The patient confirmed that the alleged issue began on (B)(6) 2012 at 6:30pm. According to the patient, he continued to receive his set dose of 1.8 units every hour; however, during dinner time, the patient indicated he administered a lesser dose of insulin (amount unknown) and subsequently at an unknown time later that evening, the patient reportedly developed symptoms of frequent urination and cramping. The patient corrected and clarified he contacted his physician sometime between 10-11pm that evening and was advised to administer increments of 5 units of insulin after each testing until he felt better. The patient denied testing his blood glucose with another device. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided. The 510(k) # is k082590.